Event description:
It was reported that during a matrix minimally invasive system (mis) procedure at l4-l5, the polyaxial head snapped off the matrix mis screw while being placed. Surgeon replaced the guide wire in the screw, removed the screw and replaced it with a new matrix polyaxial mis screw. Procedure was completed with no reported harm to the male patient and a five minute delay in surgical time. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device was used for treatment not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. Review of the device history records showed there were no issues during the manufacture that would contribute to this complaint condition. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a product development evaluation was conducted. The report indicates the part was received with the body and collet not assembled to the screw. There are nicks on bone threads 6-9. The collet is pushed out of position vertically beyond the dimple retention slot and there are nicks and scratches on the outer area of the body. The matrix polyaxial screw is part of the matrix spine system-degenerative which is a comprehensive thoracolumbar pedicle screw system designed to provide flexibility, biomechanical performance and a total solution to complex posterior pathological challenges. The returned device (lot # 7055945) was manufactured on october, 2012 and is 1 year old. The matrix polyaxial screw was received with the body and collet not assembled to the screw. There are nicks on bone threads 6-9. The collet is pushed out of position vertically beyond the dimple retention slot and there are nicks and scratches on the outer area of the body. A review of the most current edition of the design drawing was performed and there were no changes made to the 6.0mm ti cannulated matrix polyaxial screw 55mm thread length. The design is adequate for its intended use and did not contribute to this complaint condition. This complaint could have been caused by excessive reduction, compression, distraction, or other manipulation load applied to the head. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was returned for evaluation. A manufacturing evaluation was conducted. The report indicates the complained device was received with the body / collet not assembled to screw. There are nicks on bone threads 6-9 most likely occurred during removal. The collet is pushed out of position vertically beyond dimple retention slot. There are nicks and scratches on outer area of body. All described nonconformities are post manufacturing. Raw material and spherical interior diameter on collet cannot be measured because collet is assembled and interior diameter cannot be measured in manufactured split condition (raw material was verified as correct at DHR review). The outer spherical diameter on screw cannot be measured in manufactured finished condition. Investigation is on-going. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.

Manufacturer narrative:
(B)(4).